Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Additional information received from return evaluation, 7.14.2015, seat post receiver tube broken from seat frame at weld.

Event description:
Dealer advised base frame is broken where seat post is welded onto the frame at the top.

Event description:
Dealer advised base frame is broken where seat post is welded onto the frame at the top.